Event description:
Customer reported hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 32 mg/dl. Customer not sure of what caused the low blood glucose. The paramedics were called and customer was transported to hospital. The current blood glucose reading is 230 mg/dl. The insulin pump has cosmetic damage to reservoir compartment. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.